Manufacturer narrative:
The injector in question was returned to rhein precision for evaluation. That analysis indicated the plunger was sliding after the lens was pushed. This event may have contributed to the lens injecting suddenly into the eye and the resulting broken posterior capsule. The injector has since been repaired. Lenstec is awaiting a corrective action report. Once additional information is received a supplemental report will be issued.

Event description:
Lenstec received via email, a notification stating "during insertion lens went through cartridge smoothly and then shot out and went through the posterior capsule. Removed the lens and replaced with another manufacturer, no adverse event for patient"